Manufacturer narrative:
On 06/04/2019 - the consumer agreed to received a new product and did not return the device for evaluation. Therefore, an inspection will not take place.

Event description:
On (B)(6) 2019 - the consumer claims that the product was smoking. The consumer agreed to receive a replacement.